Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to recurring incontinence. All components were removed and replaced due to fluid loss in the balloon.